Event description:
Reporter alleged obtaining discrepant blood glucose results of 326 mg/dl, 327 mg/dl, and 147 mg/dl on the advantage system compared back to back with a result of 125 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.